Manufacturer narrative:
Customer reports that qc was done per instructions of operator guide. Customer acknowledged that the reason for false (+) was because the first pt was taking fertility drugs and the second pt's urine was bloody. Per siemens customer bulletin, taking fertility drugs can cause hcg levels between 5-25 miu/ml in non-pregnant women. We also do not recommend running a bloody sample using the hcg cassette.

Event description:
Customer reports a false positive CT hcg result on two patients. Pt #1 was reportedly taking fertility drugs at the time of testing. Due to the positive result obtained, a surgical procedure scheduled for the pt was canceled. Pt #2 was reported as a bloody sample. Pt was retested and result was negative. False positive was attributed to bloody sample. There was no harm caused to either pt as a result of the events.